Event description:
It was reported that the pump triggered an altitude alarm (alarm 21). The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with tips to prevent altitude alarms, and the customer was able to resume insulin delivery with the original cartridge.